Manufacturer narrative:
No product was returned. One photo was received, and it cannot be seen a damaged cuff. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the airbag was leaking, and the tube was discovered broken while intubating the patient. There was no patient harm or injury.